Manufacturer narrative:
Wound dehiscence - infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Intl affiliate reports the following possible products: lot: unk.

Event description:
Intl customer reported that a pt presented with pain, a small wound gap and an infection two weeks following breast surgery. Antibiotics were prescribed and lapis was applied to the wound.